Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 656 mg/dl the day prior to call and blood glucose reading was brought down to 250 mg/dl after treatment. Customer's blood glucose reading was 429 mg/dl at the time of call and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer also reported to have received a power loss, stuck button, and pump error alarm. Troubleshooting was performed and completed and was able to rewind the insulin pump. The customer was advised to monitor and call back if issue recurs. The insulin pump is being replaced and is expected to return for analysis.